Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the interseal liner was revised/removed because of wear on the liner making it unstable.